Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level and the insulin pump had motor error. The customer¿s blood glucose level was 400 and 53 mg/dl at the time of the incident. Customer was treated for high blood glucose with bolus. Customer was able to complete rewind the insulin pump. Customer declined to troubleshoot for high and low blood glucose. Customer also reported that no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.